Event description:
Procedure type: laparoscopic nephrectomy. Pt gender: unk. According to the reporter: the balloon burst. Pieces were retrieved. Used another device. No bleeding. No tissue damaged. Not extended more than 30 mins. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B) (4).